Event description:
It was reported that there was an occlusion with the current setup. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved, and no further action was required.